Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that while preparing for a laparoscopic cholecystectomy procedure, the device would not fire or load and clips were flying out of the device. The device was not used in the case. Another like device was pulled and used for the entire procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).